Event description:
The customer stated that he tested his blood glucose using his breeze meter and received readings of "hi" and "lo". He retested using another meter and received a reading of 163mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's meter and test strips are to be returned for eval. Replacement products were sent to the customer.